Manufacturer narrative:
(B)(4)

Event description:
The customer had issues with setting the date and time on coaguchek xs meter serial number (B)(4) after changing the batteries. The customer stated he changed the batteries due to questionable results from the meter. The meter memory showed the results were obtained weeks apart but the customer was adamant the results were taken on the same day within 7 hours. The meter memory showed a result of 5.2 inr was generated on (B)(6) 2017 and a result of 1.9 inr was generated on (B)(6) 2017. The customer stated the result of 1.9 inr was the more believable and was reported. There was no allegation of an adverse event. The customer was not anemic, but did not know his hematocrit. The customer had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no new medications, no diet changes, no additional illnesses, and no bleeding or bruising. The therapeutic range was 2.0 inr - 3.0 inr. The suspect meter and strips were requested to be returned for investigation. The customer no longer had the test strips used for the testing in question. Relevant retention test strips were tested in comparison with the current master lot coaguchek xs pt test strip lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr, donor 2 inr: 2.5 inr. Donor 1 hct: 48%, donor 2 hct: 48%. Testing results: donor 1: retention meter with masterlot strips: 2.2 inr, customer meter with masterlot strips: 1.8 inr. Donor 2: retention meter with masterlot strips: 2.5 inr, customer meter with masterlot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, the patient result of 1.9 on (B)(6) 2017 could not be confirmed, but a result of 1.8 on (B)(6) 2017 was seen. The allegation that the discrepant results were tested within 7 hours could not be confirmed with in the memory.